Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips jammed after several firings. No further info was available. The hospital has reported no pt injury occurred.

Manufacturer narrative:
12/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.